Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure for now.

Event description:
A report was received that the patient had discomfort at the ipg and leads site. The patient will undergo an explant procedure.

Event description:
A report was received that the patient had discomfort at the ipg and leads site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2108-70m, serial #: (B)(4), description: scs lead kit, phase 2 sterile package.